Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised nearly one (1) year post implantation due to dislocation. The liner was explanted.

Manufacturer narrative:
(B)(4). D10: 110024462 g7 dual mobility liner 40mm d 66310817. 110010243 g7 osseoti 3 hole shell 50mm d 7582177. Unknown ceramic head. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10, h11. Visual examination of the provided pictures identified the bearing and head implants covered in bio-debris. No further evaluation could be made from the pictures provided. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. An undated radiograph was provided and not submitted to mmi due to the inability to correlate the image with the allegation. A definitive root cause cannot be determined. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.